Event description:
The iab was inserted into the pt on 12/8/97 at 4:45 p.m. Poor inflation/augmentation was noted during iabp and the iab was removed on 12/12/97 at 10:18 a.m. Removal of the iab and surgery were required. On 1/5/98, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: surgery required-reported 12/23/97.) (Pt's current status: unk-rpt'd 12/23/97.)